Event description:
It was reported that the device was fractured. The 16x2.25, mildly tortuous, moderately calcification, 95%stenosed target lesion was located in the right coronary artery. A 145,5 in-6 guidezilla was selected for use. During the procedure, it was reported that the device was fractured. The device was then removed and exchange with another of the same device. There were no patient complications reported. Patient condition is stable. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of the guidezilla guide extension catheter. The device has blood inside the distal shaft. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (misshapen) and numerous small kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. The 16x2.25, mildly tortuous, moderately calcification, 95% stenosed target lesion was located in the right coronary artery. A 145,5 in-6 guidezilla was selected for use. During the procedure, it was reported that the device was fractured. The device was then removed and exchange with another of the same device. There were no patient complications reported. Patient condition is stable.